Manufacturer narrative:
At time of filing, although expected, the stock sample with same lot of the reported device has not been returned to conmed for evaluation and its location is unknown. Should the stock sample device be returned, further evaluation will be performed and upon completion a supplemental report will be filed. Photographic evidence has been provided of the specific device in question. The reported event is confirmed based on the photographic images. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 21 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is advised to examine the device prior to use for damage. Do not use if damage is found. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device in question, used in the procedure, is not available for evaluation by conmed. The facility is expected to return a stock sample of the same lot number. At time of filing, although expected, the stock sample device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the 5mm stealth l-hook electrode, item 60-5274-132, lot 201812131 that occurred during use on (B)(6) 2019. It is indicated that the issue occurred during a laparoscopic cholecystectomy which was successfully completed in under 30 minutes as usual. The surgeon involved in the incident is very experienced in using this conmed device and performing the "lap chole". The reporter explained that a grasper is used to hold/pull back the gallbladder while the l-hook is used in the space between the liver and gallbladder. Other instruments are also being used to irrigate and suction as is the normal practice. At the end of the procedure, it was noticed that the insulation had fallen off the l-hook and into the patient. It was not noticed prior to this point in the procedure. The large visible fragment was removed , however, they could not be certain all of the insulation fragment was removed. The device used in the procedures were discarded by the facility as is their policy. At this point in time, there is no obvious harm or impact to the patient, who is currently in stable condition. This report is being raised on the basis of injury due to the possibility of the insulation fragment not being totally removed from the patient.